Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest, the foley catheter balloon was harder than usual to inflate. The device was not used on the patient. During inflation no problem was observed in the catheter and the inflation funnel was not swelled. It was stated that no dent mark or abnormality was observed on the shaft and the water was injected gently. Per follow-up information received via ibc on (B)(6) 2022, stated that there was no visible damage observed to the returned sample.

Event description:
It was reported that during a pretest, the foley catheter balloon was harder than usual to inflate. The device was not used on the patient. During inflation no problem was observed in the catheter and the inflation funnel was not swelled. It was stated that no dent mark or abnormality was observed on the shaft and the water was injected gently. Per follow-up information received via ibc on 26apr2022, stated that there was no visible damage observed to the returned sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter. Visual inspection noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without leaks and passively deflated without issue or cuffing, returning 10ml of solution. A device history record review was not required as the investigation was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Corrections: d, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected